Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently ongoing. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil implant encountered resistance during advancement in the microcatheter and was withdrawn. Upon removal, it was discovered that the implant coil had detached inside of the microcatheter. The implant was removed along with the microcatheter in its entirety. There was no reported intervention or patient injury.

Manufacturer narrative:
The reported complaint is non-verifiable. The pusher was the only component received for evaluation. The device was tested and passed continuity/resistance testing. The investigation of the returned coil system found the pusher's heater coil burnt and the monofilament profiles a mushroom shape at the tip which is consistent with a successful detachment during the procedure. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. Without the return and evaluation of the microcatheter or implant, the investigation is unable to verify if the alleged friction occurred.